Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic lobectomy procedure, at the time of detaching the interlobular fissure, the reload was able to fire after squeezing the handle. However, some staples were not completely b-shaped and some staples were upright. A clicking sound was heard from the handle, similar to a breaking sound. A new handle was used to resolve the issue.

Manufacturer narrative:
D10 concomitant products: egiaustnd - egiaustnd endogia ultra univ std stap, lot# p3m0907s medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic lobectomy procedure, at the time of detaching the interlobular fissure, the staples did not form into "b" shape. A new handle was used to resolve the issue.

Event description:
According to the reporter, during a laparoscopic lobectomy procedure, at the time of detaching the interlobular fissure, the staples did not form into "b" shape. It was noted that by squeezing the handle, the reload was able to fire, but the staples burst. It was heard a clicking sound from the handle, similar to a breaking sound. A new handle was used to resolve the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.